Event description:
It has been reported that the 31 g x 5 mm bd ultra fine¿ insulin pen needle has been found with the needle through the shield during use. The following has been provided by the initial reporter: it was reported the cannula was bent through the inner shield and that while removing the needle from the hub, the consumer experienced a needle stick resulting in bleeding and pain. Verbatim: consumer reported cannula was bent through the inner shield of her 5mm pen needle. Cannula is partially detached from the hub. Little piece of needle is remained in the innershield. And the bottom needle remained in the hub. She could not see any pieces anywhere. While removing the needle from the hub, needle struck her finger. She was bleeding. She wiped off from a tissue paper. She had pain for an hour. It was like sharp press. Sharp object struck. Sample available. Item#-320145; lot# 8197890; expiration date-2023-07.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 31 g x 5 mm bd ultra fine¿ insulin pen needle has been found with the needle through the shield during use. The following has been provided by the initial reporter: it was reported the cannula was bent through the inner shield and that while removing the needle from the hub, the consumer experienced a needle stick resulting in bleeding and pain. Verbatim: consumer reported cannula was bent through the inner shield of her 5mm pen needle. Cannula is partially detached from the hub. Little piece of needle is remained in the innershield. And the bottom needle remained in the hub. She could not see any pieces anywhere. While removing the needle from the hub, needle struck her finger. She was bleeding. She wiped off from a tissue paper. She had pain for an hour. It was like sharp press. Sharp object struck. Sample available. Item#-320145; lot# 8197890; expiration date- 2023-07.